Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event could not be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens has a tilt that occurred 9 weeks after implantation. A spontaneous iol tilt was confirmed by shift in refraction and ultrasound biomicroscope (ubm). The orientation of the lens changed and the inferior optic tilted anteriorly. The tilt was found when the patient noticed a decrease in their vision. The patient's current prognosis and plan for treatment is to perform a posterior yag capsulotomy and create nicks in anterior capsule to stabilize iol tilt, then prescribe glasses.